Event description:
Implanted catheter with external valve in place more than 2 mos. Pleural effusion had just been drained using supplies provided for that purpose. When nurse attempted to remove access dilator, the entire valve assembly fell out of the catheter. Nurse immediately clamped the catheter. Physician carried out repair the next day using a valve assembly from a separate pleurx catheter. Pt did not develop any complications from either the initial valve loss or the repair procedure.